Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with premilene suture. The client reported that the suture was found broken when open the package. The event occurred prior to use.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample (it seems used) with the thread broken. The suture is a double armored code and both needles are connected to a piece of broken thread. The suture received has been checked visually and we have seen that there are marks of a needle holder/surgical instrument in the broken thread ends surface. Reviewed the batch manufacturing record of the involved code-batch, the results during the process fulfill usp/ep and b. Braun surgical requirements. Knot pull tensile strength results conducted on samples before releasing the product were 1.80 kgf in average and 1.64 in minimum and fulfilled ep specifications: 0.96 kgf in average and 0.31 kgf in minimum. Remarks: as indicated in the instructions for use of the product: "when working with optilene® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.